Manufacturer narrative:
Investigation results will be provided on the final report.

Event description:
Reference MFR: 1627487-2019-05999. It was reported that the patient experienced ineffective therapy due to high impedance. As a result surgical intervention was taken to replace the lead and extension.